Event description:
It was reported that during a da vinci si hysterectomy procedure, while starting the cuff closure and using the mega needle driver instrument, a piece of the instrument jaw broke off and fell into the patient. The instrument fragment was retrieved and the instrument was replaced with another instrument of the same type. The planned surgical procedure was completed and no patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the carbide insert to have fallen off of one of the grip tips. The entire piece of the insert was detached. The grip tip surface was found to be clean with no adhesive residue. No damage was found to the instrument's clevis or cables.